Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on-site but was unable to reproduce the issue. The fse noticed that the flooring was uneven and during lhbn the universal surgical manipulator (usm) would drift if not locked before letting go. Fse informed the staff of the possibility of the drapes being too tight. The system was tested and verified as ready for use. While the root cause could not be definitively established, a possible cause based on fse field evaluation may be attributed to improper customer setup. The system issue may have been a result of the draped being too tight and/or the floor of the operating room being uneven which may contribute in the usm drifting if not docked before being let go.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm) was drifting during targeting. Tse advised site to make sure drape is not too tight on the arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: the roco was not the circulator in the case this error occurred so she has forwarded these 2 emails onto the teammate who may have the information.